Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed after the priming was complete and before the pod was able to be used. No impact to the patient's glucose level was reported. The pod was discarded and not worn.